Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5117t510, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The position of the thumb valve appeared to be fully upright (closed). The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Upward pressure was applied to the thumb valve this did stop the suctioning. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2015-00111 for the second report. It was reported that "patient in nicu re-intubated and a new in-line suction catheter was put on. After this was all completed, the ventilator was not registering any exhaled tidal volumes (and it was prior to the procedure). Troubleshooting the vent and the circuit did not produce an answer, this included making sure the suction button on the in-line catheter was in the off position. Took the patient off the vent and re-did the circuit compliance test with no resolution. Removed the suction tubing from the in-line system and found there to be a leak even with the button in the off position. Replaced the in-line system and that solved the problem." Additional information received on 07/15/2015 stated that the thumb valve was in the off position. When the suction tubing was removed there was an audible leak whenever the vent gave a breath.